Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Device not received yet by manufacturer.

Event description:
Mobi-c p&f us : disassembly. It was a cervical disc replacement with mobi-c during a 2-level-surgery. Issue happened at the second level of the procedure. As reported by distributor, the surgical technique was follow precisely while loading the device on implant holder. Then, while disc space was distracted, surgeon felt resistance while inserting prosthesis into disc space. It was noticed at this moment on images that the prosthesis looked not right (surgeon thought it came apart). It was removed and the top endplate was apart from the inserter. Surgery was completed without further issue with a new prosthesis. No impact on patient. Additional information was requested to understand better this case. Investigation is in progress.

Event description:
Mobi-c p&f us : disassembly. It was reported on the complaint report , during a 2 -level cervical disc replacement with mobi-c , an issue happened at the second level of the procedure. As reported by distributor, the surgical technique was follow precisely while loading the device on implant holder. Then, while disc space was distracted, surgeon felt resistance while inserting prosthesis into disc space. It was noticed at this moment on images that the prosthesis looked not right (surgeon thought it came apart). It was removed and the top endplate was apart from the inserter. Surgery was completed without further issue with a new prosthesis. No impact on patient. There was no surgery delay more than 5 min. Product was received at ldr medical in disassembled state. The pin that attach the prothesis jaws was discarded by the hospital. In addition , the jaws of the disassembled prothesis was mix-up with other ones which prevent from recreating the reported event. No event update was received from the reporter.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Product was returned in a state that prevent to recreate the described event. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records and traceability, it was assessed that the event is not device related. Based on the description provided by the reporter : the surgeon noticed that there was a play in the implant and the inserter . In addition , the during the insertion the surgeon felt some resistance. And according to the reporter evaluation , the implant disassembled upon impaction. Allowed to the product range manager to propose , during case review , the hypothesis of mishandling during implant loading on the inserter. And combined to a resistance ( due to a potential lack of distraction) this may explain the implant disassembly. ( surgical techniques step 3 and 9). However , regarding the lack of data , this assumption cannot be validated. The investigation found no evidence on a device issue . If additional data were provided another report will be sent. H3 other text : returned incomplete state.